Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported false positive results on a direct tested nasopharyngeal copam floq swab with the ID now covid-19 assay performed on (B)(6) 2021. Confirmation testing was performed with pcr and generated negative results. Per the customer, the patient was not symptomatic. Additionally, there was delay, patient was late for treatment, an antibody therapy was conducted.

Manufacturer narrative:
Additional information: h10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m160015 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m160015 , test base part number 190-430 / lot: m160015 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m160015 showed that the complaint rate is 0.002%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference.